Event description:
The st. Jude medical rep phoned to report suspected noise. The st. Jude medical rep reported that the case would be discussed with the physician and the lead possibly replaced. The lead remains implanted at this time.